Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. X-rays were provided and reviewed by mmi they state that implant alignment is maintained. However, there is extensive radiolucency surrounding the tibial implant, which appears loose, and radiolucency is also noted along the anterior and posterior femoral implant, which may also be loose. Bone quality is described as markedly osteopenic, and extensive osteolysis is present. Non-bridging ossification is seen along the lateral and medial joint lines. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a revision approximately 19 years 6 months post implantation due to the femoral and tibia components loosening, and the post of the articular surface was discovered fractured.

Manufacturer narrative:
(B)(4). G2: japan customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products. 00596002214 nexgen articular surface size cd 14 mm height lot# 75442700 , 00596001432 nexgen lps-flex co-nid fem d-r lot# 00102897.